Event description:
There was no patient involved in this event. The device blinks in red even after changing the padpak. They also have a vocal message telling them there's a maintenance issue and when they try to connect it to saverevo it persists.